Event description:
A consumer reported blurring of vision and seeing halos following intraocular lens (iol) implant surgery. He reported the halos are worse when driving at night. He reported he was given medication for his symptoms, but is not sure if it helped. The consumer stated that he has a history of high myopia. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/29/2011 and 08/16/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).